Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024 it was reported by the patient that 6 infusion sets were kinked. Within 3 hours of insertion customer noticed the symptoms. The infusion set was in use for 3 hours for 2 days. The site where infusion set was inserted was thighs, lower back/upper buttock, abdomen. The blood glucose level at the time of event was noticed 200-460 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.